Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was prone on the kitchen floor before placement on the autopulse platform. The customer stated that autopulse would not retract the lifeband. The crew pulled up the lifeband three times, but the lifeband could not be adjusted to size the patient. The reporter stated that the autopulse platform did not display any advisory messages or unusual prompts during this time. The crew switched to manual CPR on the scene to resuscitate the patient. The platform was used to carry the patient to a gurney to the ambulance. The crew attempted to use the autopulse platform inside the ambulance. This time, the autopulse retracted the same lifeband and sized up the patient, and the platform successfully delivered compressions during patient transport. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) would not retract the lifeband to size the patient" was confirmed in the archive data but was not confirmed during functional testing. The reporter stated that the autopulse platform did not display any advisory messages or unusual prompts. But a review of the archive data showed that the autopulse platform was powered on multiple times with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the reported event date. This advisory message is followed by prompts: "realign patient" and "pull up lifeband and press restart". The customer reported that "the crew pulled up the lifeband three times, but the lifeband could not be adjusted to size the patient." The likely root cause for the reported complaint was either due to the patient or the platform being out of position, placed on an uneven surface, or the patient not properly centered/aligned on the platform during take-up. Visual inspection of the returned autopulse platform revealed that the front enclosure was scratched and cracked at the front-end area, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of impacts due to user mishandling. The front enclosure was replaced to address the issue. The archive data review showed that during the reported event date, the autopulse platform was powered on multiple times with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). This user advisory does not allow the lifeband to retract and size the patient, consistent with the customer's reported problem. Based on the archive data, the ua07 advisory message was cleared about 10 minutes later, and the autopulse platform performed successful compressions without any further issues, as also stated by the customer. A user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. In this reported complaint, the ua07 occurred likely due to either the patient or the autopulse platform being out of position, placed on an uneven surface, moved during compressions, or the patient not properly centered/aligned on the platform. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed initial functional testing without any fault or error. A load cell characterization test confirmed both cell modules were functioning within the specification. Subsequently, the autopulse platform passed functional testing including a run-in test using the large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.